Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient did not recharge the ipg for the last 2 years. As such, ipg became inoperable and programmer displayed error code 2502. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.